Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the power switch's broken protective cover could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the maintenance unit had a connection issue. The socket is loose, so the leakage tester is not secure. During inspection and evaluation, it was found that the power switch¿s light-emitting diode (led) was not lit, damaged with cracked protective cover and its plastic cap torn off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Found that the air gauge got loose at times due to worn out connector socket & air joint unit. In addition, the following non-reportable malfunctions were found during device evaluation: four suction feet at the bottom with weak suction force and found top cover with minor paint scratches but still ok for re-use. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.